Manufacturer narrative:
Evaluation summary: to date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a lap. Lar procedure. While closing the rectum, the device had poor staple formation and produced an incomplete distal staple line. For the first reload, the staples did not form and the staple line was completed by being re-stapled. For the second reload the staples failed to form the b shape and the staple line was completed using sutures. The case was completed using another device. No patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device with single use loading unit (sulu). Visual inspection of the cartridge revealed that the loading unit was partially fired. The anvil of the loading unit was bowed and the knife bar assembly was buckled. Due to the noted damage no functional testing was performed on the loading unit. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer¿s quality release specifications at the time of manufacture. Replication of the bowed anvil and buckled knife bar assembly may occur under the following conditions: firing over tissue that is beyond the recommended thickness range; firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. "Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.